Manufacturer narrative:
Correction: after further review, this file is deemed not reportable.

Event description:
It was reported that the information will not communicate to the devices. The nurse stated there was cmc phone issue with interoperability. The information will not go to the IV pump. There was no patient harm. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Supplemental created to update b5 and h6.

Event description:
It was reported that the information will not communicate to the devices. The nurse stated there was cmc phone issue with interoperability. The information will not go to the IV pump. There was no patient harm. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the information will not communicate to the devices. The nurse stated there was cmc phone issue with interoperability. The information will not go to the IV pump.